Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device code (B)(4)- confirmed for suspect illegal sales. Suspected counterfeit. The manufacturer internal reference number is: (B)(4).

Event description:
As reported initially via email on (B)(6) 2017, the consumer verbalized that ¿her eye became infected and possibly had a scratched lens¿. The consumer applied polymyxin b (as sulfate) + gramicidin antibiotic and an unknown lubricant for one month with unspecified treatment modality. The consumer did not know the exact cause of the problem and had opted to wear glasses instead. After one month, she began using a new pair of contact lenses from the same package of six (6) and succeeding, same symptoms started again. Thus, the customer went back to her old contact lenses from another retailer and reported feeling just fine. Follow-up information received on (B)(6) 2017 stating that the consumer went to the eye care provider (ecp) to have her eyes checked. The ecp checked her eyes and confirmed that the ¿consumer¿s lens was scratched¿. The ecp prescribed the consumer with an unspecified over the counter lubricant and an antibiotic with unknown treatment modality. The consumer stated that the ecp¿s analysis was that ¿the sphere dimension is not accurate on the lens and that is why it scratched her lens¿. The consumer¿s eyes have completely healed now.

Manufacturer narrative:
Upon internal case review, the initial decision to report was incorrect, resulting in the initial report being submitted in error. Based on review of the information received to date, this event does not meet criteria for reporting as a serious adverse event(B)(4)

Manufacturer narrative:
Mfg date: date was not entered on supplemental device report (smdr) follow-up 1, which was submitted on 10/16/2017; this smdr (follow-up 2) is being submitted to indicate that this entry should have been 09/20/2017. (B)(4)